Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the blade on the unit broke into two pieces at the distal end. It was further reported that another unit from the same lot was used to finish the surgery. The patient was not harmed and the surgery was finished with a slight delay of 5 minutes.